Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. The full helix extension length was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
During an in-clinic follow-up, loss of capture was observed on the right ventricular (rv) lead. Micro-dislodgement was suspected to be the cause of the event. During a revision procedure, the rv lead was then explanted and a new rv lead was implanted to resolve the event. The patient is stable.